Event description:
During routine testing of the device at the service center, the service repair technician reported that the roller pump runs as normal, but sometimes the pump would not stop when stop button was pressed. There was no patient involvement.

Manufacturer narrative:
Note: the complaint is confirmed by the lab analysis. The lab tech examined the roller pump and noted that the pump sometimes would not stop when stop button pressed. He traced the failure to loose pins on connector "p2" on membrane switch board. The loose pins had broken solder joints which were able to be pulled out easily. Root cause is attributed to component failure. No further action will be taken at this time.